Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. The patient's past medical history included post-laminectomy syndrome, other intervertebral disc degeneration, lumbar region, spinal stenosis lumbar region, low back pain, radiculopathy, lumbosacral region, and long term (current) use of opiate analgesic. Medication other than pump medication includes: lactulose, hydrocodone-acetaminophen, gabapentin, effexor, amlodipine, atorvastatin, hydrochlorothiazide, lisinopril, metoprolol, xarelto. Patient had no known drug allergies. It was reported that the information previously reported was miscommunicated. The pump was not revised because it was "moving." The pump was relocated because there was skin breakdown at the site of old location. On (B)(6) 2017, the pump was moved from the right buttocks to the left buttocks. There was no movement of the pump. There was skin breakdown on the right buttocks, so pump was surgically relocated to the left buttocks due to the pump starting to erode through skin. The pump was now stable in the left buttocks. On (B)(6) 2016, the patient was seen at the physician's office. During examination, approximate dime sized area on upper right side of the pump incision area was red and shiny, not inflamed. The patient had complained of soreness there last month. It "may" have looked a little more red, but no obvious skin breakdown as of (B)(6) 2016. The patient was encouraged to keep an eye on it or have their spouse watch it and notify the hcp immediately of any skin breakdown. On (B)(6) 2017, the patient was seen at the physician's office. The patient still had area of skin starting to breakdown on upper right side of pump incision. The redness was getting a little darker and some skin peeling was noted. The patient was informed that they need to get in to see the surgeon to see about relocating the pump. The patient agreed but first wanted to have their lesi. The patient stated that in a couple of weeks their job of picking pecans would be over and then they would be ready. The patient was encouraged to call sooner if the skin breakdown worsens. On (B)(6) 2017, the patient was seen at the physician's office. The pump was relocated from right to left buttocks due to skin breakdown on the right. Both incisions still had staples in them. There was some redness noted on the left incision, none on the right. There was no drainage or warmth. The patient was instructed to keep a close eye on it. The patient was going to see the surgeon on (B)(6) 2017 (wednesday) to get staples removed. The hcp applied antibiotic ointment to the incision on the left buttocks and covered it with a 4x4, as the patient felt their jeans had been rubbing it. Incision was at the top of the pump so accessing port was not in that area. There were no changes to medication list. The patient did get a prescription for pain medication from the surgeon but never filled it. The patient's next follow up with the md was going to be scheduled in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was receiving fentanyl at a concentration of 4500 mcg/ml with a daily dose of 1989 mcg/day and bupivacaine at a concentration of 25 mg/ml with a daily dose of 11.052 mg/day via an implantable pump for non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that the pump was moving from one buttock area to the other buttock area and they were doing a pump revision on (B)(6) 2017. There were no patient symptoms reported. The date the pump began moving was asked, but was unknown at the time of this report. The manufacturer representative did not have any further history regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.